Event description:
As reported by canadian affiliates, at the 30 day follow up post tavr, the patient presented with nyha iii and moderate paravalvular leak (pvl) on echo. A second valve was placed correcting the pvl. Initially, the sapien xt was positioned 50:50 and landed 10/90 aortic/ventricular (a/v). Moderate pvl was observed and the valve was post dilated with +2cc additional volume twice. The pvl was reduced to mild. The doctor did not want to implant a 2nd valve due to the patient¿s young age and chose to monitor the patient's condition post op and on discharge. At the 30 day follow up visit, the patient did not feel better and returned with nyha iii and moderate pvl. The multi disciplinary team determined that he was still not a good surgical candidate and the decision was made to bring him back to implant a 2nd sapien xt. The second valve was successfully deployed 60:40 a/v. Post dilation with +2cc additional volume was performed and mild pvl persisted. The mean gradient was 25mmhg. Physicians were satisfied with this result. Initially, this patient had moderate aortic root calcification. The coaxial alignment of the valve and delivery system was considered poor. During placement of the second valve, the coaxial alignment of the valve and delivery system was fair.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and regurgitation requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the cause of the malposition cannot be confirmed. It is likely that the poor coaxial alignment of the valve and delivery system could have contributed to the event. The subsequent pvl can be attributed to the too ventricular placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received indicated that 3 years post valve in valve procedure, the patient had persistent and symptomatic aortic insufficiency and both sapien xt valves were explanted and replaced with a perimount surgical valve. Ref. Mfgr report number: 2015691-2018-00708.